Event description:
The pt's wife reported her husband had not used or charged his scs system in over a yr. When he attempted to use his system, he was unable to communicate with his ipg using either the charger or programmer. It was noted both the wife and husband had read the user's manual and understand it may be past the point of recharging due to not charging for over a yr. Pt to f/u with physician.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.